Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indicator (eri) prematurely. During an in clinic follow-up on (B)(6) 2017 the programmer estimated the longevity until eri was 18 months however the calculated longevity was 10-13 months. The patient returned on (B)(6) 2018 for device check prior to device change. Upon interrogation of the device, eri was reached on (B)(6) 2017. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. It was found that the longevity estimate given to the field by the programmer was incorrect. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.